Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 1. The valve was visually inspected; 2 cuts marks in the silicone housing were noted as well as needle holes in the needle chamber. The valve was hydrated. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes on the needle chamber. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records for the valve product code 82-8806, was not possible as the lot number was unknown. No root cause could be determined as no functional problem was noted with the valves. The root cause for the cut marks in the silicone housing is due to user error. As noted in the IFU silicone has a low tear and cut resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
"The patient was (B)(6) year-old female. A primary disease was subarachnoid hemorrhage. The reported device was implanted to the patient via lp-shunt on (B)(6) 2017 and the initial setting was 4. Leakage of cerebrospinal fluid was confirmed. Reoperation was done by connecting the catheter again. The patient was transferred to this hospital for a course of physiotherapy. However, the valve was explanted on (B)(6) 2017 due to the cerebrospinal fluid on the lumbar vertebra side flows steadily, but flow at the abdominal side was bad. The physician commented that the ventricles were expanding so there is a possibility to perform a vp shunt later. Also there is a possibility of shunt infection.